Manufacturer narrative:
Date sent to FDA: 05/01/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient underwent mesh removal on (B)(6) 2014 due to recurrent ventral incisional hernia, small bowel adhesions and menometrorrhagia. Other procedure is captured under separate file. No additional information was provided.